Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported depressed battery pins which was confirmed through observation during evaluation. It was found that the positive battery pins were depressed, affecting dc operation. The rear case was replaced to correct this issue.

Event description:
During baxter's evaluation of a spectrum pump, the device was found to have depressed battery pins . There was no patient involvement.